Event description:
The compounder emitted a loud noise and a burning smell came from the station that hepatasol was hanging from. The facility reported the hepatasol station is rarely used. The machine was unplugged and removed from the area. No injury or medical intervention was reported.